Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding a discordant, falsely depressed high sensitivity troponin I result on a patient sample obtained on a dimension® exl¿ with lm integrated chemistry system. Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the event. The tnih assay calibration was within conformance and quality control results were within the customer's established range. Preliminary troubleshooting identified that the operator configured the test replicate from the incorrect sample container. Due to the differences in the sample container, the dimension exl system level sense performed with the sample arm was not able to identify the amount of sample in the container. This event was isolated to the specific patient sample. A potential product non-conformance was not identified with the tnih assay or the dimension exl instrument. A definitive cause of this event could not be determined. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant falsely depressed high-sensitivity troponin I (tnih) patient sample result was obtained on the dimension® exl¿ with lm integrated chemistry system. The initial result was flagged and then was auto repeated. The flagged result was not reported. The auto repeated result was falsely depressed and not reported. The customer reprocessed the same sample on the same dimension exl instrument and an alternate dimension exl instrument. The reprocessed tnih results matched the patient's medical history. The customer reported the reprocessed tnih result from the original dimension exl instrument. There are no known reports of patient intervention or adverse health consequences due to the discordant tnih result.